Event description:
It was reported that the pump's usb port was cracked resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.